Manufacturer narrative:
Eval anticipated but not yet begun.

Event description:
During cardiopulmonary bypass, the centrifugal pump unexpectedly transferred to battery power. After less than one minute, the pump stopped unexpectedly. Ac power to the device was cycled off and on, after which normal function returned. The procedure was concluded without incident. There was no adverse consequence to the pt as a result of this event.